Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted pseudo-prolaptic on the posterior mitral leaflet, combined with a ring dilatation of the mitral valve. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. The cds and steerable guide catheter were removed from the patient. Then during review of the echocardiogram, it was observed that the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.